Event description:
It was reported that a flogard infusion pump was out of service. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented a door open alarm. Visual inspection revealed a broken door. The cause of the open door alarm was determined to be the broken door. To correct the condition the door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.